Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was not able to interrogate the device. The serial number indicated that the programmer is newer and wireless. Technical services (ts) provided assistance in resolving the issue by directing the caller to try swapping the radiofrequency (rf) head, manually entering the program, or to place a magnet between the rf head and the implanted device. The status of the programmer is unknown. No patient complications were reported as a result of this event.